Event description:
The hospital reported that during preparation for a coronary artery bypass procedure acrobat-I stabilizer there seems to be an issue with the tightening knob on the top that the top tightening knob is breaking and coming off . They claim that this have been repeatedly occurring these days.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure acrobat-I stabilizer there seems to be an issue with the tightening knob on the top that the top tightening knob is breaking and coming off . They claim that this have been repeatedly occurring these days. A new device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, b5, d4, h2, h4, h6, h10, h11. Corrected section: h6-medical device ¿ problem code-changed to "break" , h3- if other provide code -explain- device discarded. Device discarded: (4115/3221) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. H3 other text : device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h6, h10 the device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 25151915 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.